Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that there was a patient with a possible pump malfunction and the healthcare provider was interested in contacting a manufacturer representative. It was indicated that the pump was being used for intrathecal baclofen therapy.